Manufacturer narrative:
H10 additional narrative: it was reported that post-aquablation procedure, the patient experienced bleeding and was taken back to the operating room. The treating surgeon discovered a hole in the patient's bladder, which was promptly repaired. Subsequent to this procedure, the patient received an additional blood transfusion. The treating surgeon does not believe that the waterjet used during the aquablation procedure was the cause of this event. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
H.3 device evaluation by manufacturer: the aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The investigation consisted of the information received, plus a review the device history record (DHR) and labeling. A review of the device history record (DHR) ab2000-b/ serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: bleeding bladder perforation the aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The treating surgeon does not believe that the waterjet used during the aquablation procedure was the cause of this event. The device was not returned for investigation because it performed as intended during the aquablation procedure and was confirmed through our investigation of the event. The aquabeam robotic system's IFU lists bleeding and bladder perforation as a potential risks of the aquablation procedure. Based on the review of the DHR and IFU, plus the information received the event is considered not to be device-related.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that post-aquablation procedure, the patient experienced a vagal episode. Subsequently, the patient's catheter appeared red and remained so for several days. As a result of this event, the patient remained hospitalized necessitating a blood transfusion of 2 units. After four days post-op, the patient was discharged with a clear catheter, but later presented with clot retention, which was addressed through clot evacuation. The patient was reported to be doing well and was discharged home. No malfunction of the aquabeam robotic system was reported.